Event description:
On (B)(6) 2014, the patient had withdrawal symptoms of clonus and irritability. Initially they thought it was looking like withdrawal but they didn't feel it was the pump at that time. They performed x-rays and catheter port aspiration and everything looked good. It wasn¿t until the pump refill visit on (B)(6) 2014, that they realized why the patient had those symptoms. When the doctor went to refill the patient¿s pump, a volume discrepancy was found. The actual residual volume (0) was less than the expected residual volume (8). The doctor stated that at this point, they don¿t know if the pump is overinfusing or if it was a partial pocket fill at the prior refill. They were planning to monitor the patient and bring her back when she should have 20 ml left to check the reservoir volume. There had been no discrepancies at previous refills. It was later reported that when the pump was refilled and restarted as a maintenance dose the patient experienced an overdose. The patient was hospitalized for the overdose. The pump infusion was stopped; csf (cerebrospinal fluid) was withdrawn; and the patient woke up. The pump was then restarted at a lower dose and they were titrating the patient back up. The patient recovered without permanent impairment. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was treated with oral baclofen and oral valium for the sleeplessness and spasticity. The patient was doing well with no issues.